Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the physician deployed the unknown mynxgrip vascular closure device (vcd) and described that when she shuttled down, she noticed resistance; there was resistance pulling back up, and then she saw the plug fall out. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography or venography, the vessel type was arterial, the vessel diameter was verified to be greater than or equal to 5mm, and there was no vessel tortuosity. Hemostasis was achieved by manual compression for 20 minutes. The advancer tube was held in place while removing the balloon from the access site. The advancer tube was not over-tamped. There was difficulty removing the device through the advancer tube. The device will be returned for evaluation.